Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needle did not present on deployment. Needle back down was not successful. Fluoroscopy showed that the anterior needle had stopped in the barrel just short of presenting. The barrel was cut to access the needles and sutures. The sutures were pulled through the barrel and used for a successful closure. The cath lab supervisor, who attended the case, reported that the pt was a bit on the large side, but first he roled no other factors in the procedure that would contribute to the occurrence.